Event description:
Report received from an international affiliate of a tubing leak of a chemotherapeutic agent. The report indicates the tubing was leaking at the male adapter to the access site. The nurse tried to adjust the connection. It was unclear if this was successful. The leaking occurred 25 minutes after the infusion started. The access device was a PICC catheter. The solution infusing was sodium chloride with cisplatin. The treatment was not interrupted. There was no reported skin contact with the pt or healthcare provider.